Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the heater cooler 3t system, the issue occurred in united states. Livanova field service engineer was disptached to customer facility, checked the device and to fix it the stirrer motor has been replaced. Functional tests have been performed and found within specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that heater cooler 3t system showed errors pump 1 uses too much power (e07) and pump 1 will not start (e05). The issue occurred during procedure. There is no patient injury.